Event description:
It was reported that the patient received urgent low glucose alerts while asleep on the first day of iLet pump use, with sensor glucose of 52 mg/dL and fingerstick of 64 mg/dL, after which the patient ingested small amounts of orange juice and the fingerstick rose to 85 mg/dL by end of call. Symptoms included hypoglycemia, though the patient reported no subjective symptoms upon awakening. Outcomes included the need for oral carbohydrate to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.